Event description:
A consumer reported that the patient had a loss of stimulation and effectiveness and the patient had a return of tremor in their hands, arms and face. The loss of effectiveness also affected the patient's walking and they had a shuffling gait. At times, the patient had determined that stimulation had been turning off by itself. The patient was unable to determine the exact cause of the implantable neurostimulator (ins) turning off. There was no pattern to what the patient was doing when they loss effectiveness, but the patient had noticed more tremor while brushing their teeth. That was when the patient found the ins was off. The issue was not related to positional movement. The patient slept in a motorized hospital bed, used a lift chair, and was on oxygen. The patient only had access to the recharger and their brother turned stimulation on when they noticed the ins may be off. The patient's brother also checks the ins every two weeks and increases stimulation as directed by the patient's health care provider (hcp). The patient meets with their hcp every 3 months and they had notified them about this issue. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.